Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 3.0mmx20mmx143cm coyote nc balloon catheter was advanced for dilation. However, during the third inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device and no serious injury nor adverse patient effects were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks on the hypotube. Microscopic examination revealed a longitudinal tear in the balloon 18mm from the tip and approximately 10mm long. The balloon is loosely folded. There is blood present in the inflation lumen and balloon. There is no indication the device was inflated over rated burst pressure (rbp). Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 3.0mmx20mmx143cm coyote nc balloon catheter was advanced for dilation. However, during the third inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device and no serious injury nor adverse patient effects were reported.